Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, it is likely that " processor cannot be turned on and a blown fuse and charred fuse component were found in the power alternating current inlet" occurred due to due to the broken fuse. The event can be prevented by following the instructions for use which state: [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire. Olympus will continue to monitor field performance for this device. Note: d8 was marked inadvertently, changes were not needed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was no power to the switch due to a blown fuse and burnt inlet. The evaluation found: the front panel mouth was damaged, the bottom chassis was rusted, the front panel chassis was rusted, the top cover was rusted, and lamp door was rusted, the connections had a worn out socket slider switch causing intermittent use of high intensity mode, and the non-olympus lamp life meter was reading at 100+hours. The light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had a power switch problem, the processor would not turn on. The issue was found during preparation for use for a diagnostic colonoscopy. The procedure was completed using a similar device. There were no reports of delay. The patient was not under anesthesia. There were no reports of patient harm.